Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One actual sample was returned for investigation. Visual examination was conducted on the returned sample did not show any obvious abnormality or design abnormality, except for the balloon had burst. Picture 1: based on the complaint description, the balloon had burst during use. Picture 2: the u -shape burst line was approximately 17mm longitudinal to balloon length. Closer examination of the balloon surface and around near proximity of the burst line under high magnification lens (60x magnifications) revealed some blemish mark and patches on balloon surface. Such presence of marks on balloon may happen due to various reasons such as contact with sharp object during use i.e. Contact with clamper , kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease , petroleum jelly, petroleum spirit, paraffin or other relatives compounds. Balloon could also split as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder kidney stone history. In our current standard operating procedure as per spm-asl-003, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test per spm-as2-004. Defective catheter will be culled out during this process. Based on the investigation conducted, there were evidence of marks due to balloon coming in contact with detrimental factors which is likely had caused balloon to burst. All balloon during manufacturing procedures were 100% inspected and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during insertion the balloon burst in the bladder. The balloon was filled with 12 ml. After removing, the balloon seems intact and no part was left inside the patient's bladder. Clinical consequences: second catheterization required with a risk of infection for the patient and delay in the procedure (patient was getting ready for a c-section).

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion the balloon burst in the bladder. The balloon was filled with 12 ml. After removing, the balloon seems intact and no part was left inside the patient's bladder. Clinical consequences: second catheterization required with a risk of infection for the patient and delay in the procedure (patient was getting ready for a c-section).